Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comments. Lead flex cover and display are contaminated. Printed circuit board (pcb) screws, main pcb, and battery flex are corroded. Upper and lower cases, side bail covers, ring cover, and battery drawer are broken. One side bail and ring are bent. Battery drawer o-ring is missing.

Event description:
The external pulse generator was returned to the manufacturer for repair due to water damage, analyzed and tested out of specification. No patient involvement or complications were reported.